Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: model 6947 implantable tachy lead (B)(6) 2010; model 5076 implantable pacing lead (B)(6) 2010; model 4194 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary #analysis of the device memory showed the battery indicator signifying that it is time for device replacement.